Event description:
It was reported that the bd¿ sharps collector lid broke when it was unlocked. The following information was provided by the initial reporter: "was locked and broke when unlocked."

Manufacturer narrative:
Investigation summary: 1 sharp container received by customer for further investigation. It was reported by the customer "was locked and broke when unlocked" and issue was confirmed. According to the DHR review process, the result showed there were no issues reported like received with lids closed during the manufacturing process for the lot number reported (2348947). A review of the ncmr¿s was performed; the result showed there were no issues reported for the same part number and issue throughout the last twelve months. Based on this investigation and on the pictures showing the defect, it is possible to confirm that the lid is broken, as the global customer report mentions that the customer received the lid in final closure and tried to open the lid and consequently the lid was broken. Therefore, based on the information received from the customer, it was concluded that this product could have been handled by a distributor/representative company since the standard package for this part number corresponds to 8 pieces and the occurrence reported under this complaint mentions one product with this condition.

Event description:
It was reported that the bd¿ sharps collector lid broke when it was unlocked. The following information was provided by the initial reporter: "was locked and broke when unlocked."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.